Event description:
It was reported that while using the ilet, the user experienced elevated blood glucose readings, with a peak of 299 mg/dl during sleep, following earlier lows treated with candy and cheese and subsequent snacking, and the user performed a site change without visible issues; the medical device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.